Manufacturer narrative:
Evaluation summary: no anomalies found; proximal segment returned and analyzed. Other: it was initially reported the lead appeared to be kinked. A medwatch 3500a was subsequently received and reported the patient was admitted with syncope. Additional information was later received reporting the patient received numerous inappropriate shocks. Lead fracture was noted. The lead was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Kink, lead(s), fracture of, shock, inappropriate.

Event description:
It was initially reported the lead appeared to be kinked. A medwatch 3500a was subsequently received and reported the patient was admitted with syncope. Additional information was later received reporting the patient received numerous inappropriate shocks. Lead fracture was noted. The lead was explanted and replaced. No further patient complications were reported as a result of this event.